Manufacturer narrative:
The following devices were also listed in this report after the initial emdr was submitted: simplex p - us tobra fd 10-pk; cat# 6197-9-010; lot# mcs022 qty. 3. Tri ts femur sz6 right; cat# 5512-f-602; lot# edkg. Triathlon femoral distal augment 5mm - size 6 right; cat# 5540-a-602; lot# diyv qty. 2. Tri press-fit stem 18mm x 100mm; cat# 5565-s-018; lot# m5h09d. Tri ts baseplate size 6; cat# 5521-b-600; lot# aspg. Triathlon cemented stem-15mm x 50mm; cat# 5560-s-115; lot# m6a19h. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# d800. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain and instability involving an insert was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as no items were returned. - medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for medical review. Further information such as primary and revision operative reports, dated x-rays and past/clinical medical history are needed for completion of the assessment. - device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The provided medical information was submitted to a consulting clinician who deemed it insufficient for medical review. Further information such as primary and revision operative reports, dated x-rays and past/clinical medical history are needed for completion of the assessment. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient stated that he has been having problems with his right stryker knee and suffers from pain. He claims to have difficulty walking and he is incapable of walking around the block. He needs to wear a knee brace for stability and his pain level is at an eight. He is scheduled for a revision surgery on his knee on (B)(6) 2017. 1/5/2018 - he stated that he never had the revision, but might be scheduled in the future to have the revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient stated that he has been having problems with his right stryker knee and suffers from pain. He claims to have difficulty walking and he is incapable of walking around the block. He needs to wear a knee brace for stability and his pain level is at an eight. He is scheduled for a revision surgery on his knee on (B)(6) 2017.